Event description:
The customer reported alleged inaccurate low results on their one touch profile meter. Pt states that on 12/2001 pt went to the ER with symptoms of double vision. Pt was diagnosed with a stroke. The following day at their physician's office, their meter read 104mg/dl while a lab result of 286mg/dl was obtained. Pt's dr stated that their meter may have played a role in their stroke. There was no report of treatment. The test strips expired 11/2001.